Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." Evaluation of 2 unopened complaint samples were found to meet specification for all tests performed. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. The warnings section of the package insert states that pts should be advised by the eye care professional that eye problems, including corneal ulcers, can develop rapidly and lead to loss of vision. Instruct pts to immediately remove their lenses and promptly contact their eye care practitioner if they should experience eye discomfort, foreign body sensation, excessive tearing, vision changes, redness of the eye or other problems with their eyes.

Event description:
A pt presented in 2009, with a 4 day history of redness, irritation & itching, right eye. Tearing, pain & eyelid sticking together noted. Systane drops, ou, had been used as needed. Central corneal ulcer & subtle anterior infiltrate @ 8:00 o'clock diagnosed. Zymar prescribed. Improvement noted at next day follow up visit. The following month visit noted irritation more in a.m., trouble with fine print & glare with contact lenses. Visual acuity with correction od 20/25, os 20/25. Pre-event acuity unk. Conjunctiva quiet, ulcer improving. The pt reported she was advised by the treating eye care professional that she might not be a good candidate for contact lens wear & that she had experienced the event due to dry eye. No further info has been provided.